Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the paint was chipped on the pump casing. Reportedly, this issue caused difficulty in loading cartridges. The customer was unable to load a new cartridge and discontinued using the pump for insulin therapy. The customer's blood glucose level was not impacted. Customer confirmed that an alternate method of insulin delivery was available.